Event description:
A customer reported getting error message "4053 sorter-z home overrun" on the aia-900 analyzer. The customer noted that the error occurs every time the sorter transfers the test cup to the dispense lane. The customer has reset the power and performed all set home, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running the sorter test. Fse performed a cup transfer test, which failed when putting a cup into the dispense lane. Fse inspected the dispense lane and found it to be out of alignment. Fse aligned the dispense lane however while performing the alignments fse found the cup transfer back jaw was not closing properly and replaced the cup pickup assembly. Fse then performed all dispense lane, cup transfer and sorter alignments. Fse confirmed the alignments with seal break 10 and cup transfer tests, performed quality control run without errors and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were three (3) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event is due to cup transfer jaw moving the dispense lane out of alignment

Manufacturer narrative:
Correction to d8/d9: device returned to manufacturer. Additional information to h6: investigation findings. Pat evaluation: the test cup picking assembly was returned to tosoh instrument service center (isc) for further inspection. Isc performed a visual inspection of the part and found the test cup picking assembly was worn and corroded. The most probable cause of the reported event is due to a wear problem with the test cup picking assembly, component failure.